Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's transmitter has been unable to communicate with the receiver for the past two years. Surgical intervention may be undertaken as the next course of action.